Event description:
It is reported that a pci procedure was performed by puncture of the right radial artery with the seldinger technique. A 6f ebu 3.5 catheter was introduced to the left coronary ostium. The wire pt2 0.014 was passed through the obstructive lesion in the first third of the cx artery. The lesion was reported as calcified, with little tortuosity. A 1.5mm x 15mm sprinter balloon at 12 atm was then used successfully in the vessel. An attempt was made to use a 2.25mm diameter x 14mm length endeavor resolute rx drug eluting stent however it was reported that the stent failed to cross the lesion. The stent was reported as ¿frayed¿. Resistance was noted at the lesion site. A 2.00mm x 08mm sprinter balloon was then inflated to 14 atm and a 2.25mm diameter x 18mm length endeavor sprint stent was then deployed successfully with 10 atm in the vessel. No patient injuries or clinical sequelae were reported for this event. Please note that this device (endeavor resolute) is distributed outside the united states: however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: (root cause could not be identified). No results available since no evaluation was performed (device or procedural images have not been returned for review). Evaluation conclusions: (root cause could not be identified). Unable to confirm complaint (device or procedural images have not been returned for review). (B)(4).